Event description:
It was reported that after the reposition of the implant in (B)(6) 2011, the voltage had been turned up to 4.2v and it was working very effectively. In (B)(6) 2012, the patient contacted the manufacturer representative to let them know that they had not felt any stimulation for several months. It was reported that the device was checked and they could not get a response and presumed end of service (eos). The patient was really upset and was not ready to have another operation and it took some time for them to decide to have a replacement. It was reported that it was premature battery depletion that required replacement. It was noted that the device would be returned. It was reported that the patient had a replacement battery inserted and had good benefit. It was reported that after the replacement the manufacturer representative checked their sensation on all 7 recommended settings all in good areas and the voltage varied from 1.3v to 3v. It was noted that the product issue had resolved. The patient status was reported as alive with no injury and there were no patient symptoms or complications associated with the event. Additional information received reported that the manufacturer representative did not use print outs including therapy and electrode impedances and they were unable to gain any print outs.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. Destructive analysis showed a fully depleted cell with no internal shorting path or damage to any of the cell components. No evidence of an internal mechanism for premature depletion was found during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.